Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd extension sets investigation completed. Samples p/n 21-7106-24 received with out original package. Visual inspection under regulations revealed no anomalies. During functional testing using hydrostatic vessel revealed leakage in the filter. Reviewing engineering manufacturing did not capture cause of event as product passed, so in order to perform a complete root cause analysis of this failure mode, CAPA 19mbis074 was open on (B)(6) 2019 event was confirmed and validated.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd extension sets. Summary in h10. Additional information was received that medication was life sustaining and leak was discovering during four to five days. Lot numbers were updated.

Event description:
It was reported that a smiths medical cadd extension set leaked at the height of the filter. No adverse patient effects were reported.

Manufacturer narrative:
Other text: 08-09-2020. A phone call with the customer with aware date on (B)(6) 2020) confirmed the correct lot number and an additional phone call on (B)(6) 2020 provided additional event details.